Event description:
It was reported that a patient presented in ER after receiving inappropriate atp and high voltage therapies due to post-sensed t-wave oversensing. Programming changes were recommended based on a lower r-wave amplitude. While patient was still in the hospital the r-wave amplitude increased and oversensing disappeared. No programming changes were made and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.